Event description:
Additional information received identified a sjm representative met with the patient and confirmed the patient's scs ipg is inoperable. Surgical intervention is planned for a later date to address the issue.

Event description:
It was reported the pt has not used or charged his scs sys in approximately a year. The pt stated he has not charged his sys since he lost his scs system's charger and programmer a year ago. The pt is pending a follow-up with an sjm rep to further evaluate the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
This ipg serial number was included in field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.